Event description:
A report was received that the patient experienced charging issues. The patient underwent a procedure to have the ipg moved to the correct depth for charging. The ipg was replaced due to physicians preference. The patient was doing well post-operatively.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg, sc-1132 (serial number:(B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced charging issues. The patient underwent a procedure to have the ipg moved to the correct depth for charging. The ipg was replaced due to physicians preference. The patient was doing well post-operatively.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg, sc-1132 (serial number: (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. The revision was performed due to charging issues, which were due to the position of the battery. The ipg passed all the required tests and was verified to be normal as it was fully charged. The battery depletion and sleep current rates were also within the expected ranges.

Event description:
A report was received that the patient experienced charging issues. The patient underwent a procedure to have the ipg moved to the correct depth for charging. The ipg was replaced due to physicians preference. The patient was doing well post-operatively.